Event description:
The customer was admitted to the hospital for high bgs. It was indicated that the set was changed. Troubleshooting was performed. The device passed the functional testing and the programming on the pump was correct. A replacement pump was requested.